Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that since yesterday they had been experiencing constant pain in the rectum. When asked, patient said that they felt the pain more when they sat down and when they stood up it was like a little shock. Caller said that patient had an MRI of the brain on monday or tuesday and was instructed to turn the stimulation off and then afterwards they turned it back on. When caller attempted to connect to implant, received por (power on reset) message. Patient services reviewed meaning of por (power on restart) message and redirected caller to contact healthcare provider office to schedule reprogramming session. Patient said that healthcare provider office is closed however patient representative stated that they did leave a message for the on-call physician. Email was sent to a manufacturer representative (rep) to notify them of the situation and request that the rep contact the patient.. Patient services noted that it could also be that ins battery is very low and triggered por reading.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.